Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine pulse generator change out procedure, electrocautery was used to open the pocket and subsequently, the device went into backup vvi operation and could not be interrogated. When the device was removed from the pocket, there was loss of pacing. The device was replaced with less than three seconds of pause. The patient responded well to the new device and would be monitored.